Event description:
During an atrial fibrillation cryoablation procedure, the catheter was fractured. The catheter was used to provide visualization support for transseptal access during the procedure and visually appeared to be in normal condition upon opening and preparation. However, upon inserting the catheter into the patient, it was noted that the catheter was not moving as expected. The catheter was viewed in fluoroscopy and the tip of the catheter appeared fractured. The catheter was removed from the patient and the issue was confirmed. The catheter was exchanged, and the issue was resolved. The procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.